Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. It was identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It is not known when the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located 10mm proximal of the proximal edge of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 8atm for several seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 5.00 mm/2.0 cm/135 cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 8atm for several seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.